Event description:
Customer reports three blood leaks noted into the dialysate at onset of patient use. Customer reports both dialyzers reused.blood loss reported for each occurrence was 230cc's. The disposables were replaced and the treatment continued without incident. Customer reports no patient injury or medical intervention required. Customer reports a manual reuse system used to reprocess dialyzers. The ro water source leading into the manual reused system is not regulated and the water pressure of this source is not known by customer.